Manufacturer narrative:
Manufacturing site evaluation: evaluation is on-going. Device not returned.

Event description:
Received via (B)(4). Complaint received via med watch; prospace bone tlif 9x5 implant at the l5/s1 level failed. Broke in two requiring re-operation. Pt does have a bmi of 35.6. Pt had two prospace bone implants that day. The 9x5 is the one that failed, by breaking in half, requiring a 2nd surgery. Other implants for the original surgery includes spinal fusion stimulation, infuse, and screws and rods. Med watch indicated implant date (B)(6) 2015 and explants date (B)(6) 2015. On (B)(6) 2015 (B)(6). Explant date above should have been (B)(6) 2015.